Event description:
A complaint was rec'd that indicated that only the top half of the "hundreds and tens" unit is being displayed and none of the "units" are present. A request was made to return the system for eval.